Event description:
Medtronic received information that this bioprosthetic valve was abandoned at implant due to regurgitation.

Manufacturer narrative:
Evaluation method: other - device history reviewed. Results: other - device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined at this time. Analysis: the valve was returned for analysis on 06/26/2009, and it is currently undergoing extensive analysis. Conclusion: following the conclusion of the analysis, a follow up report will be filed.